Event description:
The retaining washer on the tibial fixation instrument that holds the tibial cutting block positioner broke during a knee replacement surgery, and had to be retrieved from the surgical site. The surgery was completed without any further effects.

Manufacturer narrative:
This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files. Evaluation summary: multiple impact marks were observed upon inspection of the returned part. It was determined that the main screw was impacted and force beyond its intended travel, which caused the retainer washer to fail. The manufacturing history was reviewed and the component was found to be within specifications at the time of manufacture. Corrective action: there have been no other instances of such a failure. No corrective action was be taken. Further action will be considered in the event of reoccurrence.